Manufacturer narrative:
The customer returned 4 used samples for evaluation. The reported condition of "leaking from the luer lock" was confirmed on three samples. Evaluation of the samples confirmed the male luer is cracked on the tubing port of all four samples.

Event description:
The customer reported to baxter leaking from the luer lock of an extension set. This condition occurred during use with an unknown drug. There was no patient injury or medical intervention reported. No additional information is available.